Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was hospitalized for a transient ischemic attack. At the time of admission, it was found that the patient's lactate dehydrogenase (ldh) level was elevated and the vad coordinator stated there was concern for potential pump thrombus. A system controller log file was submitted to the manufacturer's technical services representative for review. An increase in pump power readings and a decrease in average pulsatility index were observed. This type of trajectory in past experience has been linked to potential thrombus. Additional information was requested but has not been provided.

Manufacturer narrative:
A direct correlation between the device and the report of transient ischemic attack and elevated lactate dehydrogenase level could not be determined. The patient remains ongoing on pump support and no additional events have been reported at this time. The instructions for use lists stroke and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.